Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (incoming test failure) has been confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the pulse wire inside the cable connecting the distribution node (dn) and rear therapy electrodes (te) was cut and shorted to the dn pca. The cause of the incoming test failure is the damaged wire and short. The root cause of the damaged wire and short cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed incoming testing.